Event description:
Malfunction: the spike came out of the bag while using a compact exchange device (cxd). A customer contacted baxter's (B)(4) requesting assistance with setup on the homechoice (hc) machine during use. The hp was not connected. The home patient (hp) stated that when he was spiking the bag, and the spike came out, so the hp wanted to start over with new supplies, but did not know how to get the cassette out. The technical service representative (tsr) assisted the hp to change the cassette. The hp to continue therapy. During a follow up with the hp regarding the spike coming off, the hp explained that he was using a cxd to spike the bag, and he accidently (intentionally) pulled the cxd lever back and that subsequently pulled the spike back out of the bag. The hp stated that there were no defects on any of the supplies. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The compact exchange device (cxd) was not returned for evaluation and the serial number is unknown. During a follow up call, the home patient (hp) explained that he was using a cxd to spike the bag, and he accidently pulled the cxd lever back which subsequently pulled the spike back out of the bag. Although the device was not evaluated, the information reported by the hp is not consistent with a potential malfunction. The cause for the reported issue of spike coming out was determined to be use a error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore an evaluation will not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.